Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery tests due to no button response. No failed battery test alarms were noted. Unable to verify the unexpected restart error test due to no button response. No moisture damage was noted on the electronic stack, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she slipped and fell in salt water and her insulin pump received multiple alarms as a result. The patient's blood glucose at the time of incident was 173 mg/dl. The customer's insulin pump alarmed unexpected restart error and failed battery test. The esc and act buttons were no longer responsive as well. The alarms could not be cleared due to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.